Event description:
It was reported by the rep that when the device was used during a laparoscopic gastric bypass procedure, it jammed. They completed the case by opening another device. There was no consequence to the pt.